Manufacturer narrative:
Section a4: patient weight was not provided. Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a new mobile power unit (mpu) and universal battery charger (ubc). The new mpu was making rattling noises. The patient requested a new unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) making a rattle sound was unable to be confirmed. The mpu was not returned for analysis and no log files or other documentation were submitted for review. Attempts were made to obtain additional event information, but no response was received. The root cause for the reported event was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) making a rattle sound was confirmed. The mpu returned to the pleasanton service depot (psd) and the rattle was reproduced when the unit was shaken. The unit was in otherwise unremarkable condition. The unit was opened, and the rattle was traced to dislodged mpu patient cable bracketing hardware, which was loose inside the mpu. The hardware was replaced, and the unit was able to support a test system controller and mock circulatory loop without issue or alarm for an extended period of time. A manufacturing analysis task determined that the root cause of the reported event was an error made during the final inspection pressed of manufacturing. An awareness training was performed. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.